Event description:
The customer tested his blood glucose using his 2 contour meters and rec'd readings of 199 and 77 mg/dl. The difference between the readings fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.